Manufacturer narrative:
G4:04jan2021; b4:12jan2021. The bio-med confirmed the reported was resolved by replacing the power supply. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28dec2020.

Event description:
The biomed reported to the manufacturer's remote service engineer (rse) a unit with alternating current (ac) plugged in the mains light emitting diode (led) lights do not come on, unit does not power on, after 30-45 minutes the mains led light works and after another 30 minutes the unit works as it should. The biomed advised no error codes in the diagnostic menu and requested end of life (eol) letter. The rse emailed the biomed the eol letter. Rse reached out to the senior technician who advised of a suspect power supply. The rse provided part identification to the biomed for the power supply. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.